Event description:
It was reported to boston scientific corporation that a securi-t percutaneous gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, the internal bolster detached when the device was removed from the body. The detathced bolster was not found in the stomach. Information provided indicates that it is expected for the bolster to be eliminated naturally. There is no procedure planned to remove the bolster. The procedure was completed with another securi-t percutaneous gastrostomy tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.